Event description:
It was reported that the patient had the artificial urinary sphincter system removed due to unspecified reason. A new artificial urinary sphincter system with a 5cm cuff, control pump and 71-80 cm pressure regulating balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.